Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the unscheduled medication never showed up on the pyxis. A technical support specialist (tss) worked the ticket with the customer, confirmed that no changes were required on the becton dickinson interface, and noted that the ticket was okay to close. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server one unscheduled medication vancomycin order entered and the order never flowed over to the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.